Event description:
It was reported the patient was urinating blood. It was reported the ins was for the patient¿s neuropathy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient was having pain in the ovaries. The patient was at the hospital where the gynecologist thought the pain was related to the implantable neurostimulator (ins). However, the patient had the ins turned off. It was later reported, the patient had a kidney infection. It was noted, there was a ¿possible lead problem.¿ it was stated, the patient was at the gynecologist because, she had a kidney infection and a cyst on her ovaries and "this was the second time, and the patient was hurting from their stomach to their ovaries all the way to their back.¿ it was noted, the healthcare provider (hcp) said that this condition was not related to her ovaries because "nothing showed there, and they thought it was the stimulator.¿ the patient had the kidney infection since "about" (B)(6) 2013 when there was a ¿sharp pain across her bra strap and down the middle of her back which brought her to her knees.¿ it was stated, the pain stopped, but on (B)(6) 2013, the patient went to the emergency room and was diagnosed with a kidney infection. It was noted, the pain had not stopped and ultrasounds and other tests were performed and ¿there was nothing there, and they thought it was the wires.¿ the patient¿s period reportedly was affected as well and ¿it hurt constantly, "stating there was a sharp pain on the left side all across the left side of the back. It was noted that it caused the patient to not get their period, not because of the patient's "female parts.¿ the patient had been to the hospital five times and passed out about a week after the symptoms first started, stating she felt like she was "going to lose it.¿ it was later reported, the implantable neurostimulator (ins) was off, but the patient decided to turn it on again. It was noted, the patient continued to have pain in her ovaries and around into her back. It was further stated that the gynecologist told the patient that the stimulator was causing the issues. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Product ID: 39565-65 serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 37743 serial# (B)(4), product type programmer, patient product ID: 37752 serial# (B)(4), product type recharger product ID: 39565-65 serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 39565-65 serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 39565-65 serial# (B)(4), implanted: 2010 (B)(6), product type lead . (B)(4).